Event description:
It was reported that following a generator replacement, the right ventricular (rv) lead exhibited high sensing integrity counter (sic). The healthcare professional confirmed that the rv lead had been disconnected/reconnected and diathermy was used. There has been no further oversensing observed and provocative maneuvers were negative on the sensing circuit. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.